Manufacturer narrative:
The device history record was not reviewed due to the unavailability of the lot number. Historical trending was done. The sample was returned and testing done. There has been no change in the mfg process and formulation. A small percentage of the population may experience an allergic reaction to some of the anti-oxidants and accelerators which may be added during the mfg process.

Event description:
Customer obtained glove samples at a conference she attended on 02/11/2007. At home that evening, she put the gloves on and developed slight tingling and burning of her hands. She kept the gloves on a short while. When she believed the burning was getting worse, she took the gloves off and washed her hands. After eating dinner, she still felt burning and applied hand lotion. Within five minutes of applying the lotion, her hands swelled up to approximately three times their normal size and became bright red. She washed her hands again, she felt like she was having tremors and her heart began to race. She felt her throat was irritated. She self medicated with two benadryl tabs and went to the ER. She was given another dose of "po" benedryl and 40 mg "po" prednisone. Monday morning, she still had some swelling from her knuckles of her index finger to her thumb. She also had some welts and hives. She no longer had any throat irritation.